Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not turned on with drawer 4.1 plugged in due to a faulty drawer controller board. A field service engineer found power supply in hiccup mode and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station was not powered on and was stuck on a black screen, showing offline in the remote support service. The customer reported that this malfunction occurred when a user was trying to issue medication to a patient. There were no adverse events or injuries reported based on this event.